Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station and refrigerator need to be connected. A field service engineer connected the refrigerator and copied the settings from the previous unit. The fse verified that the new refrigerator was functioning properly and had the customer log in to confirm that everything was working correctly. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device was down for an extended period due to a failure. The customer reported delays and confusion in the nicu due to the lack of a functioning refrigerator. As a result, the customer planned to relocate a pyxis refrigerator from another area to the nicu and sought confirmation that the refrigerator and station would connect properly. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.